Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082781) on 31-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and adverse event ("many strange issues") in a female patient who had essure inserted for female sterilisation. Concomitant products included amlodipine, budesonide; formoterol fumarate (symbicort), fluticasone propionate; salmeterol xinafoate (proair bronquial), hydrochlorothiazide, hydroxyzine hydrochloride, multivitamins, plain, quetiapine fumarate (seroquel) and valsartan. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and experienced adverse event (seriousness criterion disability). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event and medical device removal with essure. The reporter commented: serious injury criterion: "hospitalization, disability / permanent damage / required intervention /other serious (important medical event) " was mentioned but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.